Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red/purplish pressure skin irritation under the tactile box on back, with no open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed aquaphor and a padded bandage over the area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.